Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Patient presented to e.d. With fever on (B)(6) 2013. Blood cultures were drawn at this time. Follow-up visit in peds infusion on (B)(6) 2013 rn noted a bulging area on patient side of where hickman y turns into a double lumen. Blood cultures came back as positive approximately 48 hours later. (B)(6) repaired line. Antibiotics started. Nature of injury: infection.